Manufacturer narrative:
One used sample was returned for evaluation. The sample was visually inspected; this inspection showed no obvious discrepancies. The device was given functional testing and air leak was detected at the area between the one-way valve and the pilot balloon. The manufacturing facility determined during their investigation that the issue was most likely caused by the solvent between these components not drying completely during assembly. In order to address the potential for the root cause identified, the manufacturing facility has implemented use of an air system during this part of manufacturing. Once the one-way valve and pilot balloon are assembled together, the one-way valve is connected to the air system. The air system fully dries the solvent applied between the one-way valve and the pilot balloon and ensure the components are fully bonded. This action was implemented on 16 october 2015.

Manufacturer narrative:
The medical manufacturer has received the device for inspection. The device evaluation is anticipated, but not yet begun as the device is currently in transit to the evaluation site. Once the evaluation is completed, a follow-up report will be provided detailing the results.

Event description:
A report was received indicating an endotracheal tube was checked for leaks prior to use, with no leaks found. After tube placement, a leak was discovered. It is unknown how long the endotracheal tube was in use. No patient injury was reported from the event.